Event description:
The customer reported the ventilator alarmed when powered on due to a pressure sensor failure. As reported, a pressure sensor failure may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence during use in normal ventilation mode. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer was able to duplicate the reported problem. Review of the device diagnostic log confirmed the reported occurrence and noted a data acquisition pcba adc reference failure. The service engineer reconnected the data acquisition pcb to motor controller pcb cable and reported the device would power up properly. The service engineer replaced the data acquisition pcb to motor controller pcb cable as a precaution to address the reported problem. Applicable final testing was performed to operating specifications.